Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery(rca). Following pre-dilation, a 20 x 4.00 promus premier¿ drug-eluting stent was advanced and crossed the lesion. However, the device could not be repositioned further down to avoid covering the side branch and the stent was stuck. When the device was removed, it was noted that some struts at the distal end were destroyed. Additional predilation was performed with a non-compliant balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr 4.0 x 20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts on the distal side lifted upwards, stretched and pulled distally. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). Following pre-dilation, a 20 x 4.00 promus premier¿ drug-eluting stent was advanced and crossed the lesion. However, the device could not be repositioned further down to avoid covering the side branch and the stent was stuck. When the device was removed, it was noted that some struts at the distal end were destroyed. Additional predilation was performed with a non-compliant balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.